Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown zero-p implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) literature article.pdf].

Event description:
This report is being filed after the subsequent review of the following literature article wu t-k., wang b-y., deng m-d., hong y., rong x., chen h., meng y., liu h. (2017). A comparison of anterior cervical discectomy and fusion combined with cervical disc arthroplasty and cervical disc arthroplasty for the treatment of skip-level cervical degenerative disc disease. Medicine. 96:41, pp.1-10. China. The purpose of this study was to compare and evaluate the results of cervical disc arthroplasty (cda) and hybrid surgery (hs) in the treatment of skip-level cervical degenerative disc disease (cddd). The study included 55 patients (28 males & 27 females) and a total reported amount of 59 skiplevel discs were involved in the study (28 discs in the cda group and 31 in the hs groups, respectively). All of the patients underwent treatment for skip-level cervical degenerative disc disease, and were split in 2 differing treatment procedure types, a cda group type and an hs group type. Despite their differing treatment procedure types, every patient was inserted with a zero-p implant (synthes, oberdorf, switzerland) packed with b-tricalcium phosphate or local excised bone was inserted into the well-prepared intervertebral space. Two (2) of the 55 patients (1 from the cda group and 1 from the hs group) experienced mild dysphagia following the procedure. In addition, at the last follow-up, 4 discs in the cda group and 6 discs in the hs group had asd without symptoms. This is report 1 of 1 for (B)(4). This complaint involves unknown zero-p implant. One unknown zero-p implant for 2 patients (1 from the cda group and 1 from the hs group) experiencing mild dysphagia following the procedure, and 4 discs in the cda group, 6 discs in the hs group that had asd without symptoms.